Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific cardiac rhythm management (crm) received information that a patient with this implantable cardioverter defibrillator(ICD) heard five beeping tones. No adverse patient effects have been reported. Subsequently approximately three years later this device was explanted and returned without performance allegations or adverse patient effects. Routine laboratory analysis confirmed the device did not meet the expected longevity recommendations provided in product labeling.